Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll (B)(4) service department. The reported problem was verified. The evaluation of the device indicated the batteries were not placed correctly into the device which caused the fuse on the battery board to blow leaving the burnt marks on the housing. The battery board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.